Event description:
It was reported that the implantable cardioverter defibrillator delivered 6 shocks and none of the shocks were successful. Patient was converted back to sinus rhythm via external shock. The patient is alert and awake. There were no patient consequences. Further information was requested however, was not provided.

Event description:
New information noted that the defibrillator was explanted and the lead was capped and replaced on 26 aug 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of inadequate high voltage output was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device image was reviewed by tech services and confirmed the device charged and delivered shock as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.